Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box had a call service 07-30a2 alarm. The pump was exercised for a 24 hour test without duplicating any alarms/warnings. The pump was opened and no defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.